Event description:
A distributor in france reported that a customer's pump was not charging. There was no additional information provided regarding the customer's blood glucose level. It was later confirmed that the customer decided not to return the pump, leading to the closure of the complaint. No further details about corrective actions or customer outcomes were available.